Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered a left breast that has tightness, movements, and hardening (possible baker grade iii capsular contracture). As a result, the patient underwent breast implant removal and replacement on (B)(6) 2013. The replacement devices were: (left) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 6661447 sn: (B)(4) and (right) 250cc mentor smooth round moderate plus profile saline catalog: 3502250 lot: 6641093 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).